Event description:
During a laparoscopic surgery, the surgeon was using a laparoscopic grasper instrument to grasp tissue and with tension the tip of the grasper snapped and a very small piece of the grasper tip was missing when the instrument was pulled out of the patient. An x-ray was done and confirmed that the foreign body was in the patient.